Event description:
During an adenotonsillectomy with a crowe davis mouth gag in use, "there was approx a 1cm gap at the tip of the electrocautery that was insulated, and this came in contact with the buccal mucosa causing a burn at the buccal mucosa on both the right and left cheeks. It was realized when the surgeon was doing the left side, and the correct tip was placed on the electrocautery. The buccal mucosa burns were less severe on the left side than on the right side, and these were coated with sterile surgilub. The 0.25% marcaine with epinephrine was then injected around the buccal mucosal burns to hopefully help with postoperative oral cavity pain. It is anticipated that these will probably heal without significant permanent injury." The customer report also indicates that a surgical electrode not mfg by valleylab was used.